Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-03846. Follow-up identified the patient is receiving effective stimulation. There is no further intervention planned at this time.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-03846. It was reported the patient's lead exhibited high impedance values during a reprogramming session. X-rays confirmed the lead had migrated. Surgical intervention is planned to address the issue.